Manufacturer narrative:
Additional information was received indicating there were no patient related issues with the device. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seals were broken, the battery door was cracked and the plunger tube seal was ripped. Review of the event history log showed an occurrence of "pump motor drive phase b post, pump motor drive post." Functional testing included running the pump through the power up process and checking the battery diagnostics. The investigation was not able to duplicate "pump motor drive phase b post" at power up. The pump was turned on with battery at 92% capacity and all battery values were in specification. Based on the investigation, the complaint allegation was not confirmed. The battery was replaced as a preventive measure.

Event description:
Information was received indicating that a smiths medical medfusion pump powered on but then alarmed with buzzing sound. No adverse effects were reported.